Event description:
Patient experienced oversedation while the device was in use. The pump was infusing morphine at unspecified settings. The patient exhibited respiratory depression which required the administration of narcan. She reportedly recovered without adverse sequelae. Additional information was requested, but not provided. Customer investigation indicated the pump was set correctly, the amount gone from the morphine vial was as expected and the pumps tested fine. They report possible hypersensitivity or cumulative effect as cause of the incident.